Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. Patient reported an abscess developed at the site. The site appeared swollen, red, pus-filled, painful, and was hard to the touch. The patient visited their general practitioner, mrs. (B)(6), internal medicine / internist, located at (B)(6). Mrs. (B)(6) diagnosed the abscess but no treatment was provided. No impact to blood glucose levels was reported. As treatment, a new pod was placed. It was reported that the patient experienced this same issue with three pods. Three reports are captured under insulet report reference numbers: (B)(4).